Manufacturer narrative:
An investigation was performed on retention and returned product from the reported lot number. Retention and returned devices were tested with in-house drug-free donor urine samples. Results were read at 5 minutes and all devices yielded expected negative results for all analytes. No false positive results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information, as both retention and returned product performed as expected during in-house testing. There is a possibility that technical or procedural errors, as well as other interfering substances in the urine specimen may cause erroneous results. Please note, this device provides only a qualitative, preliminary analytical result. A secondary analytical method must be used to obtain a confirmed result. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method. Complaints are tracked and trended on a monthly basis.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the customer received false positive results on the multi-drug 11 panel screen test. The specific drugs that tested positive and number of donors is unknown. It is also unknown if confirmation testing was performed. No treatment was provided or withheld. Troubleshooting was conducted with the customer.